Event description:
Caller (daughter of patient) alleged imprecision with inratio meter. Daughter states that her mother's therapeutic range may be around 2.0-2.2 inr. Lab draw has not been done in a long time due to mobility issues and trouble getting to the lab.

Manufacturer narrative:
Investigation pending.